Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to usb port connector was burned and damaged. Charge and boot testing was performed and failed due to the receiver had no power. The receiver was opened and an internal visual inspection was performed and failed due to burned usb connector. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.